Event description:
Customer received multiple incorrect results for an unk number of pts. The erroneous results were not reported. Customer stated he shut down the instrument. He provided results for only one pt sample: glucose result initially was 6 mg per dl, when rerun on another integra, it recovered 280 mg per dl. Customer also received "zero" results for other pts, but refused to provide any specific data. The field service rep determined a break in the lld (liquid level detection) cable of the rt2 r probe to be the cause. He replaced the cable and verified proper analyzer operation.